Manufacturer narrative:
H4: the device was manufactured from november 11, 2021 - november 12, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: beijing chaoyang integrated traditional chinese and western medicine emergency rescue center. Initial reporter address:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The expected duration was 48 hours; however, there was still 10ml of an unspecified drug solution remaining after 52 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.